Event description:
It was reported the programmer printer status shows "printer overheated" and will not print. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the reported printer issue was caused by a shorting capacitor on the main processor unit (mpu) printed circuit board. The link electronics module (lem) printed circuit board was found out of electrical specification.